Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the touch screen is not responding when touched and there is a spot on the bottom right of the screen. There was no patient involvement reported.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component, a vela front panel assembly, and evaluated the device. An evaluation of the component duplicated the reported issue and found fluid ingress in the bottom, right portion of the screen. The device evaluation isolated the issue to the touchscreen.